Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient called their rep yesterday to report that she has taken a fall after a hip replacement surgery. She has had her stimulation off since the surgery and just turned it on to find out that her stimulation is located in her abdomen. The rep will be meeting with the patient next week. The issue has not been resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient fell and after that their stimulation pattern changed. The stimulation in the patient's abdomen was considered undesired stimulation. The event date was unknown. The representative met with the patient on (B)(6) 2018 and was able to find a spot on the bottom of the lead that gave adequate stimulation without the patient receiving abdomen stimulation. Their healthcare provider (hcp) took x-rays of their thoracic region to confirm the placement of the lead; the lead was confirmed to be in the same location as it was the day of implant. Their hcp suggested that the patient try out the new programs and call back if they still had issues. No further complications reported.